Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.

Event description:
It was reported by the surgeon that post implant of a realize band, the patient presented with complaint of not losing weight. Further evaluation was performed. Two millimeters of saline was injected but could not be aspirated. Another five millimeters of saline was injected and could not be aspirated. An upper gi with a kub was performed. The band was in place, but noticed that the tubing was kinked. During a revision surgery, the port was rotated to release the kink. The port hooks were difficult to release. After rotating the port, fluid was injected, but a leak was noted around the band. The band and port were replaced with no patient consequence.